Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis. The reported failure was confirmed and replicated. The unit was tested in house and failed the normal mode as it triggered error 32056. System errors 1007, 32056, 32058, 1123, 1173, and 32101 ac_3e were logged. No discrepancies were found on the insertion axis during the inspection, and the unit was tested and failed the usm direction test. The axes controller spar (acs) was replaced with a gold one and retested, and the unit passed the direction test. When the original acs were reinstalled and retested, the unit failed the usm direction test again. The unit passed all required test when the unit when through the testing platform testing using the gold acs except for the yaw sensors check. The acs pca will be replaced to fix the reported problem. The root cause of the issue was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 3 for hard error 1007. The system was tested and verified as ready for use. Isi received the usm involved with this complaint, but has not completed the device evaluation. A follow-up MDR will be submitted following completion of the failure analysis evaluation and/or if additional information is received. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors that were related to the reported complaint that occurred during the cholecystectomy surgical procedure. Additional log reviews confirmed that system sk4566 was used on 21-apr-2022. This complaint is classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support to report that arm 3 had been disabled due to repeated faults. The isi technical service engineer (tse) confirmed via system logs power faults that were reported by the axes controller spar (acs) on the universal surgical manipulator (usm) 3. The customer continued the procedure without arm 3 with no reported injury. On 16-may-2022, intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system's functionality was checked upon powering on and there were no error at start up. The surgeon was able to successfully see through the high resolution stereo viewer (hrsv). The procedure was completed robotically and there was no patient injury or harm.